Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for follow up, impedance and capture threshold was noted to be high on right ventricular lead. Conductor fracture on rv lead was suspected. Physician planned on lead revision but was not performed.